Event description:
The hcp reported the pt presented on 1/2005 with signs of an infection of the device pocket and lumbar region. These include redness, swelling, drainage, and warmth at the incision/pump site. Cultures of the device pocket and lumbar region were done and reported as positive for staph aureus.the pt did not have meningitis. The pt was treated with IV antibiotics, total device system explant,and a referral to an infectious disease specialist. The infection resolved and the pt experienced no drug withdrawal.